Event description:
It was reported that a request was made to perform an analysis on this pacemaker system due to intermittent loss of capture (loc). Upon review, technical services (ts) confirmed that the device is operating normally. Further information received indicates that this pacemaker was explanted and has not been returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.